Event description:
On (B)(6) 2010, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2010, he presented with a cold leg and discomfort and underwent an emergency thrombectomy. The physician had difficulty removing all the thrombus from the proximal part of the trunk, so a bare metal stent was placed to open the stent-graft lumen. The pt emerged in stable condition and is doing well. The physician could not identify a cause for the thrombosis.